Event description:
It was reported that the arctic sun device was booting to a red screen, biomed had tried reseating the circuit boards and connectors but the issue had not been resolved. The device would be coming in for an assessment. Per investigator notification received on 10jul2023, it was reported that the missing retaining bolt stud left side of shell in the middle leaving an open hole. Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered: the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device was evaluated upon receipt. Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. A device history record review was not required for this complaint. The labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was booting to a red screen, biomed had tried reseating the circuit boards and connectors but the issue had not been resolved. The device would be coming in for an assessment. Per investigator notification received on 10jul2023, it was reported that the missing retaining bolt stud left side of shell in the middle leaving an open hole ((B)(4)). Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress.